Event description:
Reportedly, the as50 pumps do not allow 1ml luer lock syringe; however, they allow, "size override". Once the "size override" is selected, there is no limit on the syringe size, no limit on the volume, and no limit on the infusion rate. There have been no patient incidents or patient injury related to the issue at the facility.